Event description:
The consumer reported her son was crawling on the floor when he pulled apart the warm steam humidifier. The water in the chamber spilled on his hand resulting in 2nd degree burns. The safety instructions for this unit state to keep the unit out of the reach of children. This event is the result of misuse.